Event description:
The customer received unknown glucose readings with the abbott diabetes care (adc) device. The customer did not report any symptoms and details of treatment are unknown as the customer refused to provide additional information. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.